Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse replaced the broken main arm sampling nozzle assembly and the eki board. Then, fse performed main arm alignments for all positions, set the liquid level, and checked the clog sense. The customer prepared and ran all controls; verified all in were in range, and started the belt line operation without any issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 12nov2017 through aware date (B)(6) 2018. There were three similar complaints identified during the search period. The aia-2000 operator's manual, appendix 4- error messages was reviewed. 2208 tip detachment failure: the aia-2000 operator's manual indicates that the 2208 tip detachment failure error message is generated when a tip is detected during the tip detachment check. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to reset the main power and contact tosoh service center or local representatives. The most probable cause of the reported event was due to a broken sample nozzle.

Event description:
It was reported that the customer received "2208 tip detachment failure" errors on their aia-2000la analyzer. The customer stated that the tip attachment issue appeared when the sample nozzle entered a sample tube without the tip attached. The sample nozzle then went into the sst gel at the bottom of the tube and snapped the sample nozzle into two separate pieces. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), progesterone (prg) and follicle stimulating hormone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.